Event description:
It was reported that pump experienced repeated malfunction alarms with code 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer chose to continue using current pump until replacement arrived and planned to rely on alternate method of insulin delivery if needed, while technical support arranged shipment of replacement pump with updated software, provided instructions for storage mode and returning malfunctioning pump within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump.